Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired several times and then a clip was fired that was malformed and had clip gap. This was intermittent during the rest of the firings with the device to complete the procedure. The device was feeding the clips into the nose correctly, there were clips in the area. They were firing on the cystic duct at the time. The surgeon was firing the device with no twisting. There was no patient consequence reported. The device was discarded at the account.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.